Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to touch. Customer¿s blood glucose level ranged between 70-250 mg/dl.  Reportedly, the customer performed a pump reset to resolve the issue.